Manufacturer narrative:
The reported events of failure to sense, r wave amplitude variation, low pacing lead impedance and material integrity problem were not confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil over torqued consistent with procedural damage. Electrical testing found internal shorts between the conductor paths due to the over torqued inner coil at the connector region. No indication of conductor fractures was found. Visual inspection found no anomalies with the exception of procedural damage.

Event description:
It was reported that, decreased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Fluoroscopy imaging was performed; no anomalies were noted. The rv lead was explanted and the lead was found to be bent. The rv lead was replaced to resolve this event. The patient was stable.